Manufacturer narrative:
Product ID: 97745 , (B)(4), product type: programmer, patient, product ID: 3 550-54 , serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-04-19, reporting that the patient¿s controller showed orange and the recharger did not seem to be charging. During the call however, the patient stated it said to position the recharger over the device. Then they checked the recharger and it said ¿looking for device¿ followed by the screen saying recharging excellent. The caller was describing the ins battery level low screen 66. The patient positioned the recharger over the ins and pressed try again. It was indicated that the controller found the ins and reported excellent charge quality. It was reviewed that it sounded like the ins was charging fine. The patient was advised to go ahead and keep charging and if there was still an issue the patient should call back. No symptoms were reported. The event occurred on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the issue had been taken care of. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. Product ID: 3550-54, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported difficulty with recharging. Beginning a week and a half ago which they later clarified to be last saturday it was not working well but was half way charged. The unit was charging pretty good before that. They woke up last saturday and had nothing. The implant would not charge. In the middle of charging there was nothing. When they went to charge the implant saturday morning they had just plugged it in and the implant was dead and would not charge. The patient noted that both the controller and implant were dead but during troubleshooting patient services determined that the controller was not dead and was able to power on. The patient was confusing charging the controller with charging the implant. During troubleshooting they were getting the no device found, screen 16. The patient tried again but was getting the same screen. The patient disconnected the recharger but got the same screen without the recharger as well. They were getting a screen 13. The patient noted that the recharger was shifting during troubleshooting. They got the screen 16 again followed by another screen 13. The patient noted that they saw their manufacture representative (rep) at 9 this morning and the rep got it to charge. The rep did the same thing and told them to go home and recharge but when they got home they did exactly how the rep showed them but could not get it back and kept getting the screen 16. The patient later said that they came home and put everything together and it worked perfectly. They texted their rep at 10 this morning because they could not get the lithium battery out of the controller to reset it during troubleshooting. Their rep told them to call to get a replacement controller. The patient noted seeing the screen 16 again. It was later confirmed that they did not have the recharger plugged into the controller during troubleshooting. They connected the recharger, repositioned the antenna and tried again but got the screen 16. The patient noted that now that their body is getting used to the device it is harder to find. They also noted always having excellent in the end. It was confirmed that the antenna was over their skin but they still got the screen 16. On sunday it just was not working. Their controller was at 85% but the implant was not charged. Patient services reviewed best recharging practices which eventually resolved the reported issue. The patient was able to recharge their implant and confirmed the controller battery percentage was 70% and the implant battery was red. It was reviewed to recharge the implant battery to 100%. The patient noted that since (B)(6) 2018 their unit was not working well for their symptoms, nothing was working, and it was blank. On (B)(6) 2018 the patient fell and was in pain. The patient was confused about how to use the equipment and was providing conflicting information during the report. Patient services reviewed that they cannot charge the ins and controller at the same time. During the call the patient stated that the belt fell apart. They clarified that they could not find the end of the belt. They laced the recharger over the implant and confirmed that they got a screen 14. They finally were able to get the antenna locate screen (screen 50). They finally were able to find the device and confirmed they got poor recharge quality followed by excellent recharge quality. No further complications were reported/are anticipated.